Event description:
Lab obtained psa value of 0.5 ng/ml on a post-prostatectomy pt on the dimension rxl. Sample was tested on an alternate analyzer with results of <0.1 ng/ml. Dade behring received sample and on 12/6/2000 confirmed a lower result, 0.03 ng/ml with an alternate reagent lot formulated to reduce non-specific binding. Concluded that pt sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse pt consequences.